Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that three carealerts were triggered on the same day at the same time. The first was for no impedance measurement taken for the right ventricular pacing lead, the second was for no impedance measurement taken on the right ventricular (rv) defibrillation lead, and the third was for no impedance measurement taken on the superior vena cava (svc) defibrillation lead. The device is still in use. No patient complications have been reported as a result of this event.